Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per the patient the pump was alarming an error code. The batteries were removed and replaced, and the pump powered on. Reviewed settings and started the pump and the error alarmed again. Removed and replaced batteries and pump powered on, again started the pump, but it alarmed the error code. Removed batteries and advised he call clinic for further assistance. Patient was not affected. No additional information is available. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is an issue with the motor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.